Event description:
A trial peripheral nerve stimulator system was implanted on (B)(6) 2023 to target patient's cluneal nerve. During the trial, the patient cut the external portion of the right lead wire, leaving the implanted portion of the lead inside the body. On (B)(6) 2023 the trial system was explanted per plan, leaving the cut portion of the right lead in place. Surgical intervention will be required in order to retrieve the cut lead wire.